Event description:
Additional information was received from the patient. The patient stated that they could not go due to broken programmer however the patient stated that urinary retention is pre-existing and catherization is part of their standard of care. The patient stated that they did not have all programs in device present, and it just didn't work. The patient put in new batteries and that didn't change anything. The patient had a foley catheter for 1 month and now has a new programmer so the patient said they should be able to stimulate and have the foley catheter removed. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the programmer was not working. They tried replacing the batteries and that didn't help. They were unable to access programs/increase/decrease and reported there was no stimulation at all, which was clarified to mean the programmer was not responding. They were seeing the sync screen and the programmer was unresponsive when they pressed the sync button. They confirmed the programmer had not been dropped/damaged or wet. They reported that due to not being able to connect to the ins, they had to have a foley catheter put it because it didn't work. They stated they had a foley catheter in for 2 weeks due to not being able to use the programmer due to the above issue. A new programmer was sent to resolve the issue.